Manufacturer narrative:
Device disposition not presently known.

Event description:
The manufacturer was notified of the following event via the academic paper titled "the flutter-by effect: a comprehensive study of the fluttering cusps of the perceval heart valve prosthesis". It was reported that a perceval valve, size m, was explanted due to severe central regurgitation caused by blocked cusps. The valve was replaced with a dokimusvr (23 mm) valve. Examination of the explanted valve revealed that the leaflets and stent appeared normal and were not deformed.

Manufacturer narrative:
The manufacturer received confirmation that the valve is not available for return. Therefore, no device investigation could be performed. The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. A review of the steady flow test inspection performed on the device at the time of release confirmed that the valve demonstrated acceptable open and closed leaflet performance. No anomalies were observed during the open/close cycle and the valve met all acceptance criteria for the steady flow test, the principal device function test performed prior to release. The appropriate sizing of the device could not be confirmed because it is unknown whether the dokimos valve was implanted intra- or supra-annularly. It was reported that no anatomical factors were observed that may have contributed to the valve dysfunction, and that no device defects were observed upon examination of the device. However, as the device was not received for analysis, no investigation could be performed, and it is not possible to exclude patient or procedural factors as potentially contributing factors in this event. Ultimately, the root cause of the event cannot be determined as no device investigation could be performed. However, based on the document review performed, and the review of the device function test, no manufacturing deficiencies were identified. Device not available.

Event description:
The manufacturer was notified of the following event via the academic paper titled "the flutter-by effect: a comprehensive study of the fluttering cusps of the perceval heart valve prosthesis". It was reported that a perceval valve, size m, was explanted intra-operatively due to severe central regurgitation after decannulating the patient, and dilation of the left ventricle due to volume overload, reportedly caused by "blocked cusps". Cardiopulmonary bypass was resumed, and the valve was replaced with a dokimusvr (23 mm) valve. It was reported that the valve appeared to be normal in shape when it was inspected while still in the heart. Examination of the explanted valve revealed that the leaflets and stent appeared normal and were not deformed. No anatomical features were identified that may have contributed to the reported event. The patient survived surgery and was sent to rehabilitation.

Manufacturer narrative:
The manufacturer was unable to obtain additional information about this event. As the device was not received for analysis and the serial number remains unknown, no investigation can be performed and the root cause of the event cannot be determined. If additional information is received in the future, appropriate investigative action will be taken.